Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that on (B)(6) 2014, the patient was admitted to the hospital for a possible pump thrombus. The patient was on medication and his lactate dehydrogenase was greater than 800. The vad coordinator later reported that the hospital may need to change out the pump. It was reported that the patient's lactate dehydrogenase was then greater than 900. The vad coordinator also reported that the patient was asymptomatic, a CT scan showed that the outflow graft was not kinked, but there was a questionable malposition inflow cannula. The patient was without signs or symptoms of hemolysis, heart failure or power elevations. The vad coordinator reported on (B)(6) 2014 that the patient's lactate dehydrogenas had increased to 1000, 1200. The pump exchange was completed on (B)(6) 2014.